Event description:
It was reported that during an unspecified stenting procedure, the stent was too long. The lesion was located in the right subclavian vein. The wallstent 10mm x 69mm stent delivery system (sds), was advanced to the lesion, however, upon attempting to deploy the stent the physician noted that the length of the stent was too long. The stent was able to be recaptured and successfully removed without incident. Following removal, the physician deployed the stent outside of the pt and measured the stent's length at 81mm. The physician successfully completed the procedure with an unspecified 10mm x 42mm stent. No pt injuries or complications were reported. The pt's status is reported as "fine". It was further noted that the label on the box of the wallstent indicated that the stent was a 10mm x 69mm stent.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.